Event description:
It was reported that stent damage occurred requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and moderately clarified left anterior descending artery. A 2.75x38mm and 2.75x24mm promus premier drug-eluting stents were proximally deployed. During post-dilatation with obscure device, it was observed that the proximal segment of 2.75x38mm strut was damaged. The physician used a 3x16mm stent to cover the damaged stent and the procedure was completed. The patient was stable post-procedure.